Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Information indicates that one of the patient's lead was sticking out. Unknown which lead. Hence, both leads are being reported.

Manufacturer narrative:
Event date is an estimate. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number: 3006705815-2021-02747. It was reported that the patient's lead was sticking out of the patient's skin. As result the scs system was explanted.